Event description:
Pt in clinical experienced a post-op adverse outcome. Pt experienced ogilvies syndrome following the surgery. Ogilvies syndrome presents as acute colonic dilatation in the absence of mechanical obstruction. Ogilvies syndrome is a known complication of spinal surgery. Pt had interbody fusion at l4/l5 and l5/s1. X-rays show implants properly in place with no anomalies found.

Manufacturer narrative:
Issue appears to have been related to the procedure. There was no connection that could be made to the implants used as contributing to this outcome. Note: catalog number provided is representative sample. Actual screw size implanted is not known at this time.